Event description:
An implanted rapid resorbable cranial clamp broke post operatively. The broken clamp was removed.

Event description:
Surgeon reported patient's bone flap elevated by hydrocephalus and the clamps released. Clamps implanted with patient's own bone graft.